Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via social media in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted (no details reported). Consumer reported that she felt like her pelvis was burning all the time. Her uterus felt like it was on fire, everything, her side, it was on fire. The pain radiated not just from her pelvis, it radiated down her legs, and her hair started falling out. Follow-up received on (B)(6) 2015: no new information. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on (B)(6) 2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0171). In 2010, the consumer had essure inserted. According to her, from the moment it was placed her body had been rejecting it. She went to doctors, had emergency room visits (countless of them), hospital stays. Her relationship ended because she was constantly in pain. She was submitted to three surgeries and still has to have two more because essure has infused her organs together. Case is considered incident. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure inserted and she felt like her pelvis was burning all the time, she was constantly in pain (her pain radiated from pelvis). According to her she was submitted to 3 surgeries and went to the emergency room/hospital several times. Additionally, she stated essure has infused her organs together. These events were considered serious due to medical importance. Only pelvic pain is listed according to essure's reference safety information. Abdominal and pelvic pain may occur with essure therapy. In this particular case, the consumer reported constant pelvic pain after essure placement. Considering event's nature and the suggestive temporal relationship, causality with essure cannot be excluded. Regarding the remaining event, limited information was provided and its exact nature was not specified (unclear if it referred to pelvic adhesions or other disorder). However since consumer related it to essure, causality cannot be totally excluded. This case was regarded as incident, since medical (ER visits and hospital stays) and surgical interventions (not specified) were required for treatment. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. No follow-up will be pursued since this case was received via social media.